Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Broken needle remained in her body [medical device complication]. Case description: this spontaneous report received from was reported by a physician as "broken needle remained in her body" and concerns a woman who was using penneedle 32g taper needle and novolin r chu flexpen (fast-acting human insulin) due to type 2 diabetes mellitus. The pt has injection site indurations as a consequence of insulin injections during a long time. In 2006, the pt tried to inject insulin subcutaneously. As she had to push hard on the needle, the needle broke off and remained in her body. The pt went to the hospital where an x-ray was performed. The broken needle tip could not be found. Surgical removal of the needle was unsuccessful. As of the day 23th, the needle tip has not been found. The pt was using a new needle at the time of the event and she changes needles prior to each injection. Furthermore, she usually removes the needles after injections. She has not previously experienced a similar episode. Reporter's causality: penneedle: unk, novolin r chu flexpen: unlikely. Novo nordisk's causality: reportable for both products. Company comment: this case was initially reported as a non-serious adverse event on 13-oct-2006. However, based upon follow-up info received on 24-oct-2006, the case has been re-classified to serious (intervention required).